Manufacturer narrative:
PMA/510(k) # k162717 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The material was used following all the rules and steps of the process. When starting the release, the prosthesis locked inside the release system. It did not advance or retract during the trigger pull. Immediately, the doctor reported the problem, as he is an experienced doctor and knows the product well, and informed that he would use a spare prosthesis. He opened a new prosthesis of a different size, the evo-20-25-15-e, and everything went normally and there were no complications. This complaint will capture the off-label use of the replacement device for gastro esophageal fistula treatment. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? N/a 3. What was the position of the elevator? N/a 4. Details of the wire guide used (diameter, type, make)? G57281 - sgw-250-sd-d 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred?, no 7. Please advise the anatomical location of the intended target site. Esophagus. 8. How long was the stent in the patient by the time this complaint occurred? N/a. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? N/a 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? It was only necessary to use another prosthesis to complete the procedure. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. N/a. Stricture information: n/a - there was no stricture, but rather an esophageal fistula. 1. What was the length and diameter of the stricture? N/a 2. Where was the stricture located in the body? Esophagus. 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? N/a 5. Was the stricture dilated before stent placement? N/a . Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? N/a. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify n/a. 3. Was the directional button pressed during use? No, because it was already in the standard release position. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No 5. Was the yellow marker kept in view during deployment? N/a 6. Are images of the device or procedure available? No.